Event description:
Reportedly, the staples placed on the tissue by the instrument were not properly formed. As a result, a leak occurred at the anastomosis. A few days after the procedure the pt expired. Procedure: lap colon-ultra low hartmann.